Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The first clip delivery system (cds) was advanced to the mitral valve and the clip was placed and deployed in a2/p2. During preparation of the second clip, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). A posterior leaflet tear was suspected, and mr returned to 4. A second clip was implanted to stabilize the slda clip, reducing mr to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of mitral valve injury/tissue damage as listed in the mitraclip system instructions for use (IFU), as a known possible complication associated with mitraclip procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (thin posterior leaflet) contributed to the reported single leaflet device attachment (slda) resulting in the reported tissue damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.